Manufacturer narrative:
(B)(4). The extension has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced a loss of therapy; troubleshooting revealed impedances were out of range. X-rays and surgery confirmed a 'discontinuity' of the extension. The extension was explanted and replaced. The pt outcome was reported as 'resolved'.